Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd880781 and gd8822) with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation was performed. Should additional information become available a follow-up will be submitted.

Event description:
During review of information provided by (B)(6) on (B)(6) 2011, it was determined that the event of peritonitis for the (B)(6) female reported under adverse event report (B)(4) had not been received by (B)(6). The facility nurse indicated the patient had been hospitalized on (B)(6) 2011. The patient reportedly experienced abdominal pain and was hospitalized with a diagnosis of peritonitis. Unknown cultures were performed and results are unknown. Unknown antibiotics were administered. The patient was discharged on (B)(6) 2011. The facility nurse reported that the peritonitis was due to a break in aseptic technique. It is unknown if the patient was retrained. Additional information received from the facility nurse on (B)(6) 2011 indicated the patient had enterobacter clacae, was hospitalized and received antibiotics. No further information is available. Suspect lot: gd880781 and gd882241.